Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the graphic user interface to breath delivery cable. The ventilator passed self-testing.

Event description:
The customer reported that an 840 ventilator generated a loss of communications error. The ventilator was not on a patient at the time of the event.